Event description:
It was reported that the pt expired after an implant duration of approx two months, due to unk reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.